Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green stapler 60 reload or the sureform 60 stapler with an alleged issue to perform failure analysis. A review of the provided image was performed by an isi failure analysis engineer. The following additional information was provided: the provided image shows a green sf60 reload in a fired state, with the blade exposed near the distal end of the reload. All distal pushers appear deployed, and no loose staples are observed in the image. Due to the fired condition of the reload, there is no pre-fire context available to assess for missing staples. Mechanical obstruction or resistance may prevent the blade from fully retracting into the distal end following firing, which can result in an exposed blade in the absence of a partial fire. The instrument logs indicate that all firings were completed without error, so the observed blade position is more consistent with a post-fire mechanical condition (e.g., resistance or obstruction) than an incomplete firing event.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler had one of the staples stay in the stapler jaw. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the issue involved a partial fire from the stapler. The customer stated that there were missing staples from the staple line. However, no holes/gaps were observed. There were no malformed or unformed staples. There were no messages generated. A green reload was used when the issue occurred. There was no bleeding observed. The reload did not dislodge or separate from the installation tool prior to installation. The customer continued the procedure using a backup stapler.